Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The same day as event onset, the patient was hospitalized for the events, and the following day the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin injection (500 mg, intraperitoneal, frequency was not reported) and amikacin (250 mg, intraperitoneal, frequency was not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information in b6 and b5. B5: additional information was received and eight days after onset, the patient peritoneal dialysis (pd) catheter was removed and the patient was moved to hemodialysis therapy. The patient was discharged from the hospital two days after that. The patient has recovered from the event and the antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.